Event description:
Philips received a complaint by the customer on the v60 indicating that the device is powering itself on without any user interaction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the latest version of the service manual is version r. The biomed customer has informed that the device has had some recall work completed including updating the software to version 3.20, updating the front bezel, and replacing the 4th generation power management board. The rse advised customer of a possible defective user interface board. The rse provided parts ID for the pcba, user interface, 2nd gen,v60. Investigation is ongoing.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered pcba, user interface, 2nd gen,v60 aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.